Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that an alarm system failure occurred. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection of the device found tamper seal missing, cracked right plunger case, top case right corner cracked and bottom case cracked by l-bracket. There was evidence of the error recorded in the event history log. The reported problem was not duplicated during functional test. The investigation was unable to determine the intermittent of the error, found no damage to speaker or interconnect board. For corrective actions the speaker and interconnect board were replaced as a preventative measure. The root cause of reported problem was undetermined. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation, corrected data: correction: d4: model number: 3500.